Event description:
A customer in cn (china) reported that during the preparation of surgery with patient lying on the bed, the belt of s8 swivel arm of opmi visu 200 broke. The front of the device fell and injured the patient.